Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported their "prostheses are broken and that in one of them an extravasation is occurring, so I need a change of them". This record relates to the left side. Device remains implanted.

Event description:
Patient reported their "prostheses are broken and that in one of them an extravasation is occurring, so I need a change of them". This record relates to the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.